Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under 510(k) p070016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: pt had the above grafts implanted (B)(6) 2014. 32mm graft proximally. Latest follow up showed endoleak. Physician feels it looks like a type iii and there is a problem with the graft. Additional information received from rep (B)(6) 2017: from what we could see the leak seemed to be above the level of the overlap, so we were just suggesting that there may be a problem with the graft itself and not the overlap. So yes it was just in reference to the query type iii endoleak. If there is a type iii endoleak it was felt it was too proximal to be coming from the 34mm graft and that the likely culprit was the 32mm proximal graft. Patient outcome: physician plans to reline the segment in question on (B)(6) 2017 with a zta graft. No information regarding any adverse effects to the patient.

Manufacturer narrative:
Exemption number e2016032. (B)(4). After investigation the event for this pr# is no longer reportable the event will be handled in MFR# 3002808486-2017-02311 (B)(4) summary of investigational findings: this complaint is related to the type iii endoleak in zteg-2pt-32-160-pf. A cta performed 31oct2017 was provided and the imaging review performed on this confirms that the reported type iii endoleak is observed in zteg-2p-36-202-pf-us addressed in (B)(4) (3002808486-2017-02311) based on the imaging review, there is no endoleak. Therefore, this complaint cannot be confirmed.